Event description:
Two screws backed out of a plate a few months post operatively. Surgery was performed to remove the backed out screws.

Manufacturer narrative:
Additional MDR associated with this event: 3025141-2013-00204; 30-0434-screw.